Event description:
It was reported that the lead threshold was too high. During that procedure, the physician discovered the left ventricular (lv) lead "was broken." Both leads were explanted and replaced. During the procedure, the physician attempted a lead, but could not fix the lead well. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).